Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred upon sensor insertion on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred upon sensor insertion on (B)(6) 2015. Sensor was inserted at the abdomen. Distributor reported that the patient tried to insert the sensor but no sensor wire was present in the applicator. There was no report any injury or medical intervention. No additional even or patient information is available.